Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. The heartmate 3 vad modular cable was returned for analysis, and a log file was submitted and downloaded from the returned heartmate 3 system controller. A review of the log files showed overlapping events spanning approximately 20 hours (06mar2025 at 13:36:51 ¿ 07mar2025 at 09:42:12, 14mar2025 per timestamp). Events occurring on 14mar2025 were recorded during testing at abbott. Throughout the log file a driveline power fault alarm was active due to a power a broken fault. The driveline power fault alarms activated due to the current sense online a dropping below the threshold amperage. The pump current on both power lines should be greater than 0.015 according to the software requirements specification, heartmate 3 system controller. The driveline was disconnected on (B)(6)2025 at 09:41:44 for a system controller exchange. The alarms resolved following the disconnect of the driveline. There were no other notable alarms active in the log file. The returned modular cable was tested individually with the returned system controller as well as a test system controller. The controllers were run on a mock loop with the returned modular cable for an extended duration. During testing the modular cable was manipulated by hand. The modular cable supported pump function without any issues or alarms becoming active during testing. A root cause for reported events was unable to be conclusively determined through this investigation. Incidental finding: wire fatigue. The device history records were reviewed, and the records revealed the heartmate 3 vad modular cable was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient initially called the ventricular assist device (vad) emergency line on (B)(6) 2025 and was instructed to go to hospital for assessment, but the patient refused and instead presented to the emergency department on (B)(6) 2025 with a driveline power fault alarm. Though there was no visible damage on the driveline upon initial examination, a kidney, ureter, and bladder (kub) x-ray was performed to rule out internal damage. The results were negative for any internal damage, so the connections were inspected and appeared to be fine. The system controller and modular cable were then exchanged and the alarm resolved. Log files were sent for evaluation and revealed constant driveline power fault alarms. As of (B)(6) 2025, the patient had not experienced any symptoms.